Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump that appeared in good condition stopped responding to the sleep/wake button, the display would only illuminate when connected to a charger, and the pump disconnected from both the mobile app and the continuous glucose monitor with repeated failed pairing attempts, while the device generated recurrent alerts instructing a restart. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the video and information provided by the user. Investigation of this case revealed a mechanical problem consistent with a malfunction of the device¿s user-interface controls and cap touch communication, which led to dosing stop alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.